Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided, as information was requested but not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6) section h3 - the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three intraocular lenses (iols) broke during implantation, necessitating the use of backup lenses to complete the surgery. The broken iols were discarded by the customer. No additional details were provided. This is report 2 of 3. A separate report is being submitted for each of lenses involved.

Manufacturer narrative:
As per the additional information received, correction is required for the following fields: section b5 - describe event or problem: the lens was scratched by the injector, during the passing of the lens. D1 - brand name: tecnis simplicity. D4 - model number: dib00. Catalog number: dib00i0270. Serial number: (B)(6). Expiration date: 30-oct-2026. Unique identifier (UDI) number: (B)(4). H4 - device manufacture date: 30-oct-2023. H6. Medical device problem code: 3020 - scratched material. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.